Event description:
The patient was scanned in the head first position with the sense head coil. The cables were besides the right arm of the patient; no protective measures were taken to separate the cable from the patient's arm. After the exam, a second degree burn with a size of approx 1x3 was found on the right arm, between the hand and the elbow. Investigation is ongoing, further details will follow.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The blade was visually inspected and it was in good physical condition and not broken in any way. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during an open gastrectomy procedure, the blade was broken off inside the patient. The broken piece was retrieved and no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the blade had not touched something hard.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.